Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves generated a leak at the level of the insertion between the tubing and the tap closest to the patient. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. During visual inspection, a crack was observed on the female luer of the 4-way stopcock. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the 4-way stopcock. The probable cause of the crack on the stopcock had occurred due to unintentional twisting forces applied on the set during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 10/16/2023.

Manufacturer narrative:
UDI related data quality updates only.